Manufacturer narrative:
It was reported that the ventilator failed the internal leakage test during the pre-use check. Our field service engineer investigated the ventilator on-site. During troubleshooting, the pre-use check again failed the internal leakage test. To address the issue, the expiratory pressure transducer printed circuit board (pcb) was replaced. After replacement, the ventilator passed all calibration, functional, and safety tests and was returned to the customer for clinical use. The provided device logs confirmed the failed internal leakage test during troubleshooting, as well as failure of the pressure transducer test. Pressure transducer pcb conveyed the pressure via the pressure tube connected to this block, is led to and measured by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure. The replaced expiratory pressure transducer pcb was returned for further investigation. Simulated use testing of the returned pcb passed the pre-use check. No abnormalities could be found during ventilation for 24 hours. After ventilation, the device passed another pre-use check. Visual inspection of the pressure transducer pcb revealed traces of liquid on the back of the pcb and the beginning of a component corrosion. When measuring the zero-pressure voltage using a multimeter, no evident deviation was confirmed. The wheatstone bridge for the pressure sensor was also measured, revealing a smaller imbalance. A microscopic investigation identified smaller particles of dust and/or dirt on the membrane inside the pressure sensors' cavity. However, given their small size, they should not contribute to the dysfunction of the pressure transducer. In conclusion, the replaced pressure transducer pcb was identified as the cause of the failure. No definitive root cause has been established for this reported issue. Nevertheless, one likely cause of the reported problem could be the traces of liquid that was found on the pcb, which probably affected the performance of the pressure transducer pcb. A correction of field # d1 brand name, # d4 version or model #. D1 ¿ brand name ¿ previous brand name: servo-s. Corrected brand name: servo-s base unit. D4 ¿ version or model # - previous version or model #: servo-s. Corrected version or model #: 6640440.

Event description:
Manufacturer's ref# (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).